Event description:
It was reported that it was not possible to puncture the monomer bags, the monomer was not entering.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed as the product was returned. The returned device was evaluated and was conform. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The review of the device manufacturing quality record indicates that 1090 products designation optipac-s 80 refob bn cmt r, reference (B)(4). , lot number a727a05240 were manufactured on (B)(6) 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 9 complaints have been recorded for optipac-s 80 refob bn cmt r, batch a727a05240 within one year. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it was not possible to puncture the monomer bags, the monomer was not entering. There was no patient involvement.

Manufacturer narrative:
(B)(4). Investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that it was not possible to puncture the monomer bags, the monomer was not entering.